Event description:
Account alleged that a patient fell out of the left side of the bed. The account would not release any information on the patient's injury. Upon investigation, the hill-rom tech found that the left head siderail would not latch. The arm was bent outward causing the left siderail not to latch. Left siderail will be replaced to resolve the issue.